Manufacturer narrative:
G2. Foreign: ch medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that with their new electrode, the stimulation is distributed only on the left side. Multiple settings and stimulation modes were tried without success. The implanter wants to place a percutaneous electrode on the right side of the s urgical one, and if the response is good, connect the percutaneous electrode to the ins and connect one lead of the surgical electrode. One lead of the surgical electrode would remain unconnected. The rep made them aware that MRI compatibility would be lost as this would resemble an abandoned electrode (the rep asked to confirm if this was correct). The implanter would like to understand the risk of performing an MRI with an abandoned electrode (heating and lack of heat distribution, etc.). Technical services responded that the rep was correct that this configuration would resemble an abandoned electrode. Additionally, it is not considered an on-label configuration. Regarding the MRI scan, abandoned systems have not been tested, which is why a full-body MRI scan is not permitted. Similarly, other off-label configurations have not undergone testing, so they cannot guarantee their safety. As a result, full-body MRI scans are not allowed in these scenarios. From a technical standpoint, one potential risk is that the electrodes meant to be housed in the header of the ins could heat up more significantly than the rest of the lead body. This localized heating might lead to thermal damage. Additional information was received. It was reported that the issue first occurred on january 7 on the first programming. The cause of the stimulation only being distributed on the left side was unknown. The actions taken to resolve the issue were reprogramming but without success. It was noted that they would probably re-operate. The information been has been confirmed / provided by the physician.